Event description:
The customer reported that the handswitch fluoro button was intermittently sticking and a pt may have received add'l radiation as a result. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed and on site investigation. The handswitch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.